Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knob above the pause button on the external pulse generator (epg) was broken inside the case. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:analysis noted there was evidence of non-manufacturer personnel disassembling and reassembling the device. Wires were routed incorrectly causing them to be pinched. Both wires on the liquid crystal display (lcd) were pinched, both battery wire in lower case were pinched, all case plugs were damaged (tool marks), both output connectors were loose. Analysis confirmed the customer comment. The upper case was broken around the menu encoder. The menu knob was missing. The other three control knobs were contaminated (cleaned). The battery drawer stuck, lower case. Wires were routed incorrectly causing them to be pinched. Both wires on the lcd were pinch (not compromised). Both battery wires in the lower case were pinched (not compromised). All case plugs were damaged (tool marks). Both output connector nuts were loose. Needed battery drawer shorting bar. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.